Event description:
The pt is reportedly experiencing sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing conducted in (B)(6) 2013 showed that the device is functioning normally. Device revision surgery is under consideration.